Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the cardiothoracic transplant specialist that the outflow graft was pre-clotted with cryo and thrombin per the hospital's normal procedure; however, when the pump was started bleeding was observed.

Manufacturer narrative:
The patient remains on lvad support with no further issues of bleeding reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.